Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the handpieces will not work with handpiece was confirmed. It was also noted that the device unit was working intermittently and the lock was discolored. The assignable root cause was determined to be due to failure to follow the cleaning, sterilization and/or maintenance procedures not followed per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive casing device would not work with the handpieces. It was reported that the handpieces would work with other battery casings. It was not reported if there were any delays to the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.